Event description:
It was reported that a smiths medical pump is alarming no disposable clamp tubing. Alarm silenced and settings verified along with medication label. Pump turned off and back on but alarmed no disposable pump won't run. Pump turned back off, line clamped and cassette removed. Possible air bubble noted in line. Had her massage the tubing, reattach the cassette, unclamp the line and turn pump back on. Alarm continued. Pump turned back off and line clamped. Patient not affected. No further information available.